Event description:
On (B)(6) 2015 a patient received a mitroflow dla21 aortic heart valve implant. The manufacturer was notified that the device was explanted on (B)(6) 2019 and replaced with a perceval pvs21 sutureless aortic heart valve implant. No further information was received.